Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that (B)(6) 2014 patient had a hypoglycemic event. Patient claimed they experienced a cgm inaccuracy compared to blood glucose meter and after dosing insulin off the cgm, was alerted of a low and treated himself with grape juice. Patient then became incoherent and his wife called the paramedics. Paramedics treated the patient with medication. At the time of contact with dexcom technical support, patient reported being in fine condition.